Event description:
It was reported that at incoming inspection at distribution, it was noted that there was a hair in the tube. It was also reported that this device was not used on a pt. It was further reported that there were no delays and no adverse consequences as a result of this event.

Manufacturer narrative:
The drill bit and packaging subject to this investigation was returned for eval. It was visually confirmed that there was a hair 0.9 mm long, located within the tube. The mfg history records were reviewed, no issues were identified which may have contributed to this event. The label for this device has a symbol indicating "sterile only if package is unopened and undamaged". The root cause is undetermined.